Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿charnley low-friction arthroplasty for paget's disease of the hip¿ by david h. Sochart, md. And martyn l. Porter, published by the journal of arthroplasty (2000), vol. 15, no. 2, pp. 210-218, was reviewed. The purpose of this article was to review the outcomes of the charnley low-friction tha implanted between 1967-1992 in patient¿s with paget¿s disease of the hip. The number of thas implanted between 1990-1992 are unknown. The number of depuy charnley implants associated with the article¿s adverse events are unknown. This complaint will capture all listed adverse events for both non-depuy and depuy charnley thas. The radiographic image captured in fig. 2, pp. 212 is of a non-depuy charnley tha implanted in 1980. The adverse events attributed to the unknown cement are excluded from this complaint. Charnley products utilized: charnley polyethylene cup and charnley monoblock stem. The cement used to secure the stem and cup was unknown. Adverse events: deep infection and loosening of the cup and stem treated with revision of both components. 3 cases of pain attributed to dislocation: 2 treated with closed reduction and 1 treated with revision of the cup and stem. 2 cases of pain attributed to aseptic loosening of an unknown interface treated with revision of the cup and stem. There were radiographically and/or intraoperatively identified cup loosening, migration, rlls, heterotopic ossification, and malpositioning treated with revision of the cup in an unknown number of cases. 1 stem revision for pain due to fracture of the implant. There were radiographically and/or intraoperatively identified cases of stem loosening, migration, malpositioning, heterotopic ossification, rlls, and non-union of the trochanter treated with revision of the stem in an unknown number of cases. There were 3 cases of deep vein thrombosis and 3 cases of pulmonary embolism. Treatment was unspecified. Impacted products: charnley polyethylene cup: implant migration, malposition, dislocation, and loosening of an unknown interface. Charnley monoblock stem: implant migration, malposition, dislocation, loosening of an unknown interface, and fracture post-op. "